Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents and reported information, there is no indication of a lot specific issue. It should be noted that instructions for use (IFU) hi-torque guide wire, pta, ptca, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, guide wire separation and treatments appear to be related to user error. In this case, it is likely that manipulation during the procedure caused the guide wire to get caught with the implanted stent and the difficulty to remove. Further manipulation and force applied to the guide wire during retraction ultimately resulting in the reported separation in the anatomy, unexpected medical intervention/additional therapy non-surgical treatment and removal of foreign body. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code 1212 - removed.

Event description:
Subsequent to the initial filed report: it was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed lesion in the posterior descending artery (pda). No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). After stenting, and during removal of the 014 ht versaturn guide wire, resistance was met, and the guide wire was forcefully pulled resulting in the guide wire separating in the anatomy. Two new versaturn wires were used to snare the separated portion out of the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information regarding this issue was provided.